Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus. The service department of olympus found that the reported phenomenon could not be duplicated, but the cable cover was cracked. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that water intruded from the damaged part of the cable and the electronic circuit was destroyed. It became unable to communicate with the processor and image was no longer displayed. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use, it was found that no image was displayed. The subject device was used in combination with cv-180. The intended procedure was completed with another device. There was no report of patient injury associated with the event.